Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
Presumed lens calcification. Date of original surgery: 2000. Patient visual acuity as of 2002, was 20/20. The lens remains implanted.